Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
Follow up 2 and 3 were reported under MFR# inadvertently reported under 3002808486-2017-00221 instead of MFR# 1820334-2017-00856. This follow up 2 under 1820334-2017-0086 has been submitted as a correction. (The information reported in the previous medwatch was mistakenly reported under william cook (B)(4) but should have been reported under cook inc). Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip: unable to retrieve, thrombosis, occlusion- updated sfc." Cook will reopen its investigation if further information is received. Unknown if reported patient death is related to filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc filter thrombus, or clot in ivc filter, is an outcome where the filter has either entrapped a clot that has embolized from an upstream source, such as a deep vein thrombus, or where a clot has formed on or within the filter. Filter thrombus can either resolve through the process of thrombolysis, remain stationary without subsequent sequelae, or alternatively provide a nidus for additional clot formation. The presence of a filter thrombus could preclude the removal of the filter during a retrieval process due to potential dislodgement of the thrombus which could cause a downstream occlusive event, e.g. Pulmonary embolism. Ivc filter thrombus is documented by ultrasound (us), CT, mr imaging or venography. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Note: this number was in the previous child: 3002808486-2017-00550 and not in the reporting conclusions table. But this is a cinc product. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
The patient allegedly received a gunther tulip device implant on (B)(6) 2014 due to dvt & pe risks. The plaintiff alleges that the device was unable to be retrieved without further details. No retrieval attempts were reported. It was reported that the patient expired on (B)(6) 2015 due to congestive heart failure, coronary heart disease and chronic obstructive pulmonary disease.